Event description:
It was reported that the pt experienced a shocking or jolting sensation at the implantable neurostimulator (ins) location. The pt also lost stimulation in the left leg. X-ray did not show any issues. There was no apparent loss of connection at the battery. The pulse width was changed, which eliminated the shocking feeling. No further action was to be taken unless the shocking recurred.